Event description:
While preparing to use the product, it was noticed that the hub was cracked. It was not used in the pt. It appeared normal when removed from the package and while starting to prep ot the crack was noticed when water squirted out of the side. It is sotred the same was as for many years and there was no damage to the package.